Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for two patient samples from the cobas e 801 module. The serial number was requested but was not provided. Of the data provided, only the elecsys ft4 ii assay results for one of the patient samples were discrepant. The initial result was 2.30 ng/dl. On (B)(6) 2018, the sample was submitted for investigation and tested on another cobas e 801 module and the result was 2.22 ng/dl. On (B)(6) 2018, the result from a centaur analyzer was 1.77 ng/dl. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The investigation did not identify a product problem. The cause of the event could not be determined. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. From the information provided, a general reagent issue could most likely be excluded.